Event description:
The facility representative reported an infuso.r. Pump with a condition of "broken syringe (bent)." This condition occurred during programming/setup in the anesthesia department. There was no patient involvement. There was no patient/user injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of an infuso.r. Pump with a "broken syringe" was confirmed in the sample evaluation. The cause of the problem was a broken pusher block assembly. The device was sent for destruction.